Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report:1627487-2015-03426.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03426. It was reported, the patient was experiencing positional and uncomfortable stimulation in addition to the scs ipg being "sideways" within the pocket site. As a result, the patient's scs ipg was explanted as the patient will no longer use the system. The leads remain implanted.